Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop occurring between 25aug2025 and 27aug2025 was not confirmed via the submitted log files. A specific cause for the reported event could not be conclusively determined. The submitted log files collectively contained events from 07sep2025 to 17sep2025. No notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) no further events have been reported at this time. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU and patient handbook, entitled ¿alarms and troubleshooting¿, provide instruction on all system controller alarms and the proper actions to take. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient did not have any impact due to the pump stop. Plan of care had not changed. The pump remained running and the patient was clinically stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop sometime between (B)(6) 2025. Unfortunately, the log data only went back to (B)(6) 2025. This event log captured routine events, the device was functioning as intended.